Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, moderately calcified, 90% stenosed mid left circumflex artery. Pre-dilatation was performed with a 1.5 x 8 mm balloon catheter after which a 3.5 x 15 mm xience prime stent was deployed at 11 atmospheres. A stent edge dissection was observed which required deployment of another stent to cover the dissection. There was no clinically significant delay in the procedure reported. No additional information was provided.